Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2002. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2002. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported. It was further reported on (B)(6) 2017, the patient received a CT of the abdomen without contrast. Findings revealed the ivc filter with the tip located 1.9 cm inferior to the renal veins. The filter is tilted 15 degrees posteriorly and adjacent to the posterior wall of the ivc. There appear to be 2 struts perforating the right lateral ivc by 2 mm and 2 struts perforating the ivc anteriorly by approximately 2 mm.